Manufacturer narrative:
There were no injuries or impacts to the case reported. The c-flex was just rec¿d on (B)(4) 2013 and an engineering investigation is now underway. When the investigation is completed and root cause has been determined, a f/u report will be completed.

Event description:
During setup for a pt case, a c-flex head positioner was reported to not be holding position. According to the allen rep who visited with the staff, the downward movement was perceived prior to the start of the surgery. The staff took the unit out of use and used a different positioner to complete the case. No impacts, no injuries and no significant delays reported.